Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was intermittent, and the hcp was considering changing out the system. A receiver issue was suspected as the transmitter had been replaced twice with no restoration of stimulation. The hcp reported that the system was "dying" and stimulation was not working. The pt had a follow-up appointment with the hcp scheduled for (B)(6) 2011.